Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm, failed battery test, weak battery alarm, and off no power alarm. The blood glucose at the time of the incident was unknown. The customer states having a no delivery alarm during bolus. The customer states the no delivery alarm was due to not tightening the reservoir properly. The customer states they were experiencing battery issues. The pump alarmed failed battery test and weak battery. There was no troubleshooting performed. Then the customer experienced an on now power. There was no low battery alarm prior to the off no power. The customer declined any troubleshooting for the alarms. The device will not be returned for analysis.